Event description:
This is the first report received from an (B)(6) hospital on (B)(6) 2010 involving the same patient where staff members reportedly failed to mix the solutions on three accusol bags resulting in the developing a metabolic alkalosis. The patient experienced non sustained ventricular tachycardia (vt). Balance alarms were activated when all three bags had emptied the bicarbonate fluid in pouch. The patient has made a full recovery. The event occurred due to miscommunication between staff members who presumed each had prepared the accusol. The hospital has now changed their protocol to ensure that two nurses check and sign that bags are mixed correctly. Additional information received on (B)(6) 2010 indicates the metabolic alkalosis was noted when arterial blood gases (abg's) were drawn when the event was noted by the staff. Results of the abg's are unknown. The patient reportedly experienced ventricular tachycardia (vt) at the time of the event and no other symptoms were noted. Ventilation was altered to overcome the alkalosis. The patient was admitted to the hospital. The patient outcome was good. The cause of the first event was reportedly related to miscommunication between staff member. The facility indicated no retraining was required. This is the third of three complaints related to this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore no evaluation was performed. Should a sample be received and evaluated, a follow up report will be submitted. This is the third of three complaints related to this event. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. The root cause of this incident was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.